Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. During fill 3 of 4 there was an air detected in cassette warning. The treatment was cancelled and fluid was found. Fluid was seen inside the cassette door. Fluid leaked from an unknown area, but the patient also indicated that prior to that set up fluid leaked from the patient line during set up. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using the cycler since, with no further issues. The patient was also retrained in treatment set up, to make sure all steps were understood. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. During fill 3 of 4 there was an air detected in cassette warning. The treatment was cancelled and fluid was found. Fluid was seen inside the cassette door. Fluid leaked from an unknown area, but the patient also indicated that prior to that set up fluid leaked from the patient line during set up. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using the cycler since, with no further issues. The patient was also retrained in treatment set up, to make sure all steps were understood. The cycler set is not available to return.